Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken direction pin in the eyepiece, foreign material inside the device, and a skewed outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the telescope has a missing direction pin that was found during procedure before use. The scheduled procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the issue was likely due to excessive force by the user. Olympus will continue to monitor field performance for this device.